Event description:
It was reported to philips that the ac led light on the device would not stay on when the unit was connected to a power source due to a faulty ac module. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.